Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) for unspecified reasons. During the procedure a new occlusive cuff was implanted. No further information is available at this time. Additional information was received indicating the procedure was performed due to recurring incontinence. It was confirmed only the chronic cuff was explanted and replaced with a new cuff; no additional changes were made. Patient status following revision could not be obtained.